Event description:
End user states she went into a reclining position, legs won't come back down. No report of injury or ill effect.

Manufacturer narrative:
(B)(4). The owner's manual part number 1143206, rev.g(feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Of note: any additional information will be filed in a supplemental report.